Event description:
It was reported that a message was received in the remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) that was detected in the vt-1 zone. Review of the stored episode noted that the atp accelerated the patient's vt from 189 beats per minute (bpm) to 226 bpm. Shock therapy was then successfully delivered and converted the rhythm. Technical services (ts) forwarded the information to the clinic and recommended further review. No further assistance has been requested at this time. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to provide additional information as well as to correct field: h6 impact codes.

Event description:
It was reported that a message was received in the remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) that was detected in the vt-1 zone. Review of the stored episode noted that the atp accelerated the patient's vt from 189 beats per minute (bpm) to 226 bpm. Shock therapy was then successfully delivered and converted the rhythm. Technical services (ts) forwarded the information to the clinic and recommended further review. No further assistance has been requested at this time. No additional adverse patient effects were reported. This device remains in service. It was reported that approximately 2 months later, the device delivered 4 bursts of atp for vt that was detected in the vt-1 zone. Review of the stored episode noted that the atp accelerated the patient's vt into the ventricular fibrillation (vf) zone. Shock therapy was then successfully delivered and converted the rhythm. Ts noted that prior to the vt accelerating into the vf zone, right ventricular (rv) pacing was being delivered into the t-wave due to timing of the ventricular marker falling into the blanking period. Additionally, the presenting rhythm showed potential myopotential noise on the right ventricular (rv) channel that was appropriately not sensed. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.